Manufacturer narrative:
Summary of eval: examination results could not verify the complaint. Summary evaluation: evaluation of this event cannot be performed because the device was not returned to howmedica leibinger gmbh. The device was discarded by the customer.

Event description:
The acetabular insert would not properly snap into the cup. There was no adverse consequence for the pt or delay in surgery or anesthesia time.